Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; spring bar popped out of its groove while the surgeon was rotating the secondary lock mechanism. The plate was explanted and replaced with another plate.

Event description:
It was reported that; spring bar popped out of its groove while the surgeon was rotating the secondary lock mechanism. The plate was explanted and replaced with another plate.